Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one 4.0mm titanium locking screw, part and lot number unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient sustained proximal humerus fracture and underwent intramedullary nailing of the proximal humerus with a synthes multilochumeral nail, multiloc screws and locking screw in (B)(6) 2014. The nail construct appears to have failed and needed to be removed. Delayed healing and non-union was reported with a decrease range of motion. A reverse shoulder prosthesis (reverse total shoulder) was placed. The nail and screws were removed uneventfully. This is report 3 of 3 for complaint (B)(4).